Manufacturer narrative:
No further info is available on the repair of the bed at this time.

Event description:
The account alleged the bed will not send an alarm to the nurses' station. No pt impact.